Event description:
It was reported that this patient presented to the emergency room (ER) for a non-cardiac event and the patient's heart rate with telemetry was noted to be in the 30s. The patient was evaluated and found that this right ventricular (rv) lead had loss of capture due to increased thresholds from 2.6v@.08ms to 4.5v@.08ms. Technical services recommended a chest x-ray and provided programming options. The patient is not dependent on therapy. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.